Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as surgical impact opening. (Shell thickness was within specification). Additional observation: non-penetrating nick observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15feb2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02apr2024. Additional, changed, and/or corrected data: d9.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted.